Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3291 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer via distributor: "the needle is leaking at the end piece." Additional information received aug 25 2021: it was reported the defective needle was freshly placed without the defect being discovered. The leak was discovered during subsequent rinsing with saline solution. Consequences for the patient: a new port had to be used.